Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on the day of implant, the patient's right ventricular (rv) lead was found to be dislodged. The lead was re-positioned. The following day, the lead became dislodged again and the physician elected to explant and replace the lead. The patient was stable throughout.